Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alarmed for no delivery. The customer blood glucose level was 444 mg/dl at the time of incident and 325 mg/dl at the time of call. Other blood glucose level were 365 mg/dl. Customer treated with manual injection. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.